Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the syringe pump did not infuse medicine into the pt and as a consequence, the pt's blood pressure sank. There was however no false alarm given by the pump. Immediately after this event the physician tried to give a bolus injection in order to raise the blood pressure, but even this did not work. The tubing was disconnected from the pt in order to check its functionally and it seemed that the flow rate was not 29 ml/h as expected. Finally the syringe was operated manually and the blood pressure was normalised. The pt was exposed to a potentially hazardous situation. The event was reported in the hospital's internal observation system ((B)(6)) by the operating nurse. The tubing, as well all the relevant gadgets, was checked several times and the outcome was that the syringe pump did not work properly. The bolus button works but it feels very stiff and has to be pushed hard in order to have a response.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently on shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.